Event description:
It was reported to boston scientific corp that a passport ureteral balloon dilatation catheter was used in a cystoscopy with ureteroscopy and dilatation of the right ureter. According to the complainant, during the procedure, the balloon would not inflate once placed inside the pt. The physician completed the procedure with another passport ureteral balloon dilatation catheter. The condition of the pt following the event was reported as "fine".

Manufacturer narrative:
A visual and tactile examination of the returned device revealed no damage to the shaft of the device. The tip of the device was kinked. The balloon material was creased. A connector was reassembled and used to connect the balloon catheter to the encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp), however, it was not possible to inflate the balloon. Both the inflation device and the inflation connector were replaced in order to confirm that they did no contribute to the failure. The device was immersed in warm water to dissolve any traces of dried contrast media that may have formed inside the inflation lumen of the device. A second attempt to inflate the balloon was performed and this was unsuccessful. (B)(4).